Event description:
The customer reported that no live image was displayed after performing fluoroscopy x-ray. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the multi-outlet power supply. The system operates as intended.